Event description:
It was reported that "surgeon was using drill bit and metal pieces started off the drill bit and into the patient. He had to wash out the area and remove all the metal. They did continue on with the case." On follow-up, it was reported that the malfunction occurred during a mastoid procedure. Further information was not available.

Manufacturer narrative:
Not confirmed. Evaluation of the tool showed that the tool head and plating was intact. There was no indication that the tool had lost any material. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).